Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "clinician removed a PICC today on a patient and a section of it was ballooned out... It was a single lumen, lot # refv2272, exp (B)(6) 2022, and was placed on (B)(6) 2022. . .today the line was exchanged over the wire purely because the patient needed more access than the single lumen. When removed, there was no resistance, it's completely intact, initially she thought it was a fibrin sheath but on closer inspection obviously not. She does have the catheter to inspect it. Total length was 44cm and the ballooned area is between the 35cm and 37cm marks."

Event description:
It was reported by the customer "clinician removed a PICC today on a patient and a section of it was ballooned out... It was a single lumen, lot # refv2272, exp 10/31/22, and was placed on 5/20/22 . . .today the line was exchanged over the wire purely because the patient needed more access than the single lumen. When removed, there was no resistance, it's completely intact, initially she thought it was a fibrin sheath but on closer inspection obviously not. She does have the catheter to inspect it. Total length was 44cm and the ballooned area is between the 35cm and 37cm marks."